Event description:
It was reported the programmer would not consistently interrogate devices despite changing rf heads twice. Interrogation possible when lifting up on the connection where rf head goes into the programmer. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the interrogation failure was caused by a faulty link electronics module (lem) board. It was also noted that both keyboard hinges were broken and two display hinges were loose.